Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-11964. Related manufacturer reference number 1627487-2019-11966. Related manufacturer reference number 1627487-2019-11967. It was reported that system diagnostics recorded high impedances on leads l3 and l5 during routine reprogramming session. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced. During the procedure, visible fractures were noted on the leads. Effective therapy was restored post operatively.